Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was 200 to 300 mg/dl at the time of incident. Troubleshooting found that the reservoir is cracked at the top of the compartment and the reservoir does not screw in properly and moves around in the compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The pump was received with a completely broken reservoir tube lip. Unable to perform the basic occlusion or occlusion tests due to the broken reservoir tube lip. However, the pump was received with normal operating currents and passed the unexpected restart, self-test, rewind, displacement, prime and excessive no delivery alarm tests. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a missing o-ring on the reservoir tube and a cracked case at the reservoir tube window corners.